Event description:
Patient was revised to address cup loosening, which was causing pain. The screwdriver instruments were broken during cup reimplantation. Update 4/1/2013- ppd and medical records received. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup. Six unknown screws are being added to the complaint as they were implanted on the doi. There is no new additional information that would affect the existing MDR decision. Update 4/28/15, 5/6/15, 5/8/15, 5/12/15, & 5/15/15: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup. Clinic notes also indicated the patient had grinding and popping. Medical records also indicated the patient had closed reductions in (B)(6) 2012, but no implants were revised. An unknown liner and head are being added for the implant nose (grinding/popping). Lab results from (B)(6) 2011 indicated the patients metal ion levels were above 7ppb. The stem has already been reported on (B)(4). The liner isn't being coded for high metal ions as it is poly.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/26/15, 5/28/15, 5/29/15, 6/4/15: medical records received. After review of the medical records for MDR reportability, part/lot is being updated. Since part/lot has been received, six new acetabular screws are being added. It was orginally reported that 6 screws were implanted, but per the sticker sheet there were 7 screws. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/10/2015.

Manufacturer narrative:
UDI: ((B)(4). Examination of the reported devices was not possible as they were not returned. One other related report was found against the provided product/lot code combinations. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Patient x-rays and medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/12/2015 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:7/7/2015. Update 6/30/2015 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:7/17/2015. Update 7/20/2015 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:7/29/2015. Update 8/26/2015 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:9/24/2015. Update 11/13/2015 - xray review shows the cup was malpositioned. There is no new information that would change the existing MDR decision. Complaint was updated 11/19/2015.